Event description:
Customer called in about a pod which he was concerned was not delivering him insulin. His bg went up to 350 after wearing the pod for one hour. Customer activated a new pod. No further information reported.

Manufacturer narrative:
The evaluation indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.